Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. There was no broken conductor wire observed during visual inspection. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument was observed to have a broken conductor wire. The procedure was completed as planned with no reported injury.